Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with an unspecified mentor saline breast implant and experienced deflation (unknown side) postoperatively. As a result, the patient underwent bilateral explantation on (B)(6) 2022. Follow-up is still in progress. If additional information becomes available in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 11-mar-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 16-mar-2022, mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as an unspecified mentor saline breast implant. However, additional information revealed that the actual suspected medical device was a 225cc mentor siltex round moderate profile prosthesis (catalog #: 3542630, lot #: 264502). The relevant fields have been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, it was found that the product return receipt date was incorrect on the previous report. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed a tear measuring approximately 0.6 cm on the posterior view. Additionally, an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4). The actual return receipt date of the device was (B)(6) 2022. The relevant field has been updated.